Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist was made aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. On (B)(6) 2024 a beta bionics customer care agent followed up with the user about the event. The user reported experiencing a sudden low bg episode without warning signs, leading to unconsciousness, and was found on the floor by their sister, who called emts. The user does not remember how low their bg dropped. While hospitalized, the user received insulin therapy. The user was released from the hospital on (B)(6) 2024. The user is currently back on the ilet system and is doing better.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirms hypoglycemia on the reported event date. The hypoglycemia came after a period of prolonged hyperglycemia, during which a less than usual lunch meal announcement was delivered. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. The last request for insulin was made by the ilet when a cgm glucose reading of 89mg/dl was received. Case notes indicate the cds had been following up with the user regularly prior to this event to help in managing and reducing hypoglycemia. Device data from previous days shows significant glucose variability with possible over-treatment of hypoglycemia and a misunderstanding of the meal announcement feature. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hypoglycemic event was possibly caused by overestimating the carbohydrate content of the meal announced, or using the meal announcement as an attempt to correct hyperglycemia, leading to an excess of insulin relative to their need. In addition, the user's pattern of behaviors prior to the event (overtreatment of hypoglycemia, misunderstanding of the meal announcement feature) likely led to maladaptation which likely contributed to this event. The user has since stopped wearing the ilet.